Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator when it was connected to a patient, it gave a strange sound and generated o2 concentration alarms when the patient gasped. The ventilator was investigated by our field service engineer on-site and no parts was found defective and replaced. During log evaluation an indication of irregular behavior of either the o2 gas module or the turbine was noted. The cause of the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator when it was connected to a patient, it gave a strange sound and generated o2 concentration alarms when the patient gasped. There was no patient harm. Manufacturer's ref. #: (B)(4).